Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the surgeon could not find potential when using the lead. The lead was not used and a different lead was successfully implanted with suitable potential. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.